Event description:
It was reported that the customer's insulin pump alarmed during the manual prime process. Advised that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the prime test, excessive no delivery, and displacement test. However, the device alarmed motor error during the basic occlusion test as a result of a loose/flush drive support disk. Unable to perform the basic occlusion and occlusion test due to the motor error alarms. The motor was tested outside the device and passed the test. The insulin pump was received with scratched display window, and broken belt clip slot.